Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: secur-fit ha 132 hip stem #8; cat#6051-0830a; lot#jjhmha, c-taper cocr lfit head 32 mm/0; cat#06-3200; lotm7xmja, trident hemispherical cluster hole shell; cat#502-11-52e; lot#18938601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient is enrolled in the (B)(6) clinical study and during the 7 year postop questionnaire she noted that she is not satisfied and attributes her pain to the hip replacement surgery. Prior to this questionnaire response, and adverse event was reported on (B)(6) 2011 of bursitis.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Device evaluation and results: not performed as product was not returned a review of the provided medical records and/or x-rays by a clinical consultant indicated: hip pain, not further detailed by type or localization, occurred at 7-years post securefit with trident arthroplasty as caused by either trochanteric bursitis due to increase in hip offset after arthroplasty or caused by iliopsoas impingement as contributed by cup malposition in absent anteversion. Surgical intervention was not required at this time and complaints disappeared after several years of conservative treatment. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The investigation concluded that pain was caused by either trochanteric bursitis due to increase in hip offset after arthroplasty or caused by iliopsoas impingement as contributed by cup malposition in absent anteversion. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient is enrolled in the trident x3 clinical study and during the 7 year postop questionnaire she noted that she is not satisfied and attributes her pain to the hip replacement surgery. Prior to this questionnaire response, and adverse event was reported on (B)(6) 2011 of bursitis.